Event description:
It was reported to distributor by facility, a nursing home, per facility, there were about to do a resident transfer when the actuator bent on their lift causing the resident to suddenly drop back onto the bed. Resident was examined and no injuries were reported. Lift has been in the field for approx. One year. RMA issued to get lift back for eval.